Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the stapling device was being applied to the stomach. There was a problem loading the device. The manual stapling handle was able to be loaded three times without incident. On the fourth loading, the handle would not cycle and became jammed. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to resolve the issue and complete the case, opened up another manual stapling handle. There was no patient injury.